Event description:
It was reported that a revision was performed due to an implant fracture.

Manufacturer narrative:
No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.

Manufacturer narrative:
.